Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the device was not on sleep mode. In addition, the customer confirmed that the power cable was securely attached and no other devices on the cart lost power. Tac transferred the call to the national service center for a loaner to be arranged to send in the device for evaluation and repair. A follow up was made and the customer mentioned that the device will not be sent in. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high definition lcd monitor intermittently powered off two times during procedure. A similar device was used to complete the procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.